Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6)2013, and then experienced a revision surgical procedure on (B)(6)2023, approximately 9 years, 8 months after initial implant. Revision operative report of (B)(6)2023- postoperative diagnosis: right knee failed total knee replacement. Right knee aseptic loosening femoral component. Right knee osteolysis. Patient was revised to competitor¿s devices. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: USA. It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2013, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 9 years, 8 months after initial implant. Revision operative report on (B)(6) 2023, postoperative diagnosis: right knee failed total knee replacement. Right knee aseptic loosening femoral component. Right knee osteolysis. Patient was revised to competitor¿s devices. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.